Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l66207, implanted: 1999-(B)(6), explanted: 2007-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported the pump was removed in 2007 due to an infection (diagnosed (B)(6) 2007). Less than one month after the pump was re placed, the infection occurred. The infection was around the device pocket. The patient experienced fever, redness, and got ¿real sick.¿ the device pocket was cultured and the organism found was (B)(6). The patient was in the hospital for approximately 10 days. Perioperative antibiotics were administered. The patient received intravenous antibiotics for 2 weeks and the overall antibiotics regimen lasted for approximately one month. The infection resolved. The patient was afraid at the time of explant to have the pump replaced, but now wanted a pump re-implanted. The infection was stated to be a ¿fluke¿ and there was no allegation against the pump. It was noted that the patient had (B)(6) pneumonia prior to replacement ((B)(6) 2007, related event). The pump was used to deliver morphine (unknown).